Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the blue transfer level on the device broke and the tubing came apart. A 500cc of blood needed to be discarded. It is unknown by the account if pre-donated or bagged blood was given. There was no patient/user injury related to the event.